Event description:
Cormet revision.

Manufacturer narrative:
CAPA (B)(4). Pt notes, complete device details, explant, x-rays to be requested, so incident can be investigated. Please note: ths issue reported due to cormet cup but this was coupled with a thr with large diameter mom head which is not cleared for sale in the USA (incident is outside USA).